Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Visual examination of the returned product identified that the mini humeral tray standard thickness +0 mm taper offset 40 mm diameter did not exhibit any damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical devices: bearing +3 mm thickness 36 mm diameter cat# 110031419 lot# 64343811; comp rvrs shldr glnsp std 36mm cat# 115310 lot# 886340; 25mm versa-dial taper adaptor cat#118000-00 lot#932950. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03985.

Event description:
It was reported the patient underwent a shoulder procedure. Approximately 6 months later, the patient was revised due to pain, clicking and disassociation. During the revision, the surgeon noticed the polyethylene had disassociated from the humeral tray. The glenosphere had also come in contact with the humeral tray and had been damaged. The doctor replaced the glenosphere, taper adaptor, humeral poly, and humeral tray. Attempts have been made and additional information on the reported event is unavailable at this time.